Event description:
It was reported that the screw portion of the mount (sgiim4l) fractured off into the implant. The fractured piece remains in the implant and the doctor could not place the implant. A new implant was placed.

Manufacturer narrative:
(B)(4). Navigator certain implant mounts sgiim4l.was returned for evaluation. Visual inspection of the as received product identified that the mount screw had fractured across the shank, just above the threads. The fractured tip and the subject implant was not returned for inspection. There were noticeable signs of wear and discoloration around the mount and the screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: information identified: biomet 3i product catalog for site preparation and surgical technologies (instsur rev b 02/15) information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening and aspiration. Complainant reported that the ¿screw portion of the sgiim4s broke off into the implant¿. The complaint was confirmed through visual and physical inspection of the as received products. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.